Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reporters occupation is sterile processing manager. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the phenomenon not being duplicated in the repair department, the cause is likely dust or dirt temporarily adhered to the connector electrical contacts. This likely caused a communication failure and temporarily prevented the image from being displayed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ could not be confirmed. However, the unit¿s focus knob was found to be stiff and this is part of the charge-coupled device (ccd). No other abnormalities were noted on the unit. The cause of the physical damage to the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, no image appeared when plugged into the box. There was no patient injury reported.